Event description:
It was reported that the user experienced continuous glucose monitor signal loss from a dexcom g7 to the ilet, with a ¿sensor reconnecting¿ notification observed and no user action required, and the agent provided troubleshooting and education. Symptoms included no reported clinical effects. Outcomes included no impact on health or activities of daily living. Investigation included customer interview and review of device notifications. Investigation of this case revealed that the alert is consistent with transient communication interruption that typically resolves without intervention. It was concluded that the device functioned as designed and no device malfunction was identified.